Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the clinical instructor pre-filled the catheter prior to placement and found that the catheter was leaking at approximately 56 cm, and was given a new catheter for puncture. It was reported this occurred with four devices. This report addresses all four devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. One 3fr single lumen groshong nxt clearvue was returned for evaluation. An initial visual observation revealed the stylet was inserted in the catheter and use residue was present. A microscopic observation revealed a small longitudinal split in the catheter. The edges of the split were observed to be mostly straight but slightly rounded inward with a granular surface texture. The catheter was dissected in order to inspect the inner wall. Abrasive damage was observed on the interior wall of the catheter tubing at the corners of the split. A z-shaped split was also observed, and its fracture surface appeared to have striations, as well as rough edges. An indent on the stylet cannula was seen, and it aligned with the z-shaped split on the catheter, indicating instrument damage in this area. Additional minor damages were observed around the same area of the catheter. The characteristics of the damage observed on and within the returned catheter suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful advancement/withdrawal of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.